Manufacturer narrative:
The device was received for evaluation and there were no damages or deficiencies observed that would contribute to the reported dislodged cannula. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. The cause of the reported dislodged cannula and leaking could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 380 mg/dl (21.1 mg/dl) between 37 and 48 hours of wearing the pod. The reporter stated insulin was leaking from the pod site. The reporter further stated, the adhesive was wet, and the cannula had dislodged from their hip/buttocks. As treatment a new pod was applied.